Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cuff leak where the cuff could not hold the pressure. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
D1 ¿ brand name, d4 ¿ expiration date and primary UDI number and h4 ¿ device mfg date; corrected. H3 and h6. Evaluation codes: updated. One used decontaminated device sample was received for investigation. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the sample. It was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not duplicated or confirmed. No trend of similar customer complaints was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.